Event description:
It was reported that upon opening the package of a 3.00x20mm nc trek balloon dilatation catheter, the proximal shaft was noted to be separated. Another nc balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. Return device analysis noted that the material at the hypotube separation was oval which can indicate the hypotube was kinked and then separated. In this case, it is likely that the device was inadvertently mishandled during unpackaging such that the shaft kinked and ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.